Manufacturer narrative:
(B)(4). The complaint for the use error of changing out the cassette but not the bags was not confirmed. The root cause was use error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Event description:
During troubleshooting for an alarm, a home patient (hp) revealed to global technical service (gts) that he changed out the cassette but not the bags. Gts advised the hp to start over with new supplies. Product surveillance spoke with a nurse from the hp's clinic, who said the hp had not contacted the clinic with any problems. The nurse said they advise their patients not to change only part of a setup, but that she would leave a message for the primary nurse to review proper procedures with the hp. No serious injury or medical intervention was reported.